Manufacturer narrative:
This report is submitted on july 20 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 23 september 2020.